Event description:
The manufacturer received information allegedly a bipap vision stopped functioning while in patient use due to operator error or device malfunction. The patient was intubated and placed on a different device and later expired.

Manufacturer narrative:
Although the event occurred on (B)(6) 2009, the manufacturer was not made aware until (B)(4) 2012. The reporting facility sent the device to their service department for evaluation. The service department could not duplicate the complaint of the device shutting down. The evaluation did determine the power cord was loose and may have become unplugged causing the alleged shut down. The reporting facility put the device back in patient use. The device will visually and audibly alarm for a ventilator inoperative condition if a power failure or system malfunction occurs.